Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and no delivery alarm. Customer's blood glucose value was 431 mg/dl. The customer treated with the pump. The customer reported no delivery did not occur during manual prime. The customer reported event to be resolved by complete set change. The customer declined to check for presence of air bubbles. The reservoir will be returned for analysis.